Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient experienced cardiac tamponade secondary to cardiac perforation. The right ventricular (rv) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.